Manufacturer narrative:
Product complaint # (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? Response received: we are unable to completely rule out the possibility of the suture, though less likely, of playing a role in causing the orbital compartment syndrome. 2-0 silks, 5-0 nylons, and 7-0 vicyrl were used. We do not believe there were any deficiencies with the suture. This was not previously reported to ethicon. Patient was a 26 yo hispanic male. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: retin cases brief rep. 2025 mar 1;19(2):240-243. Https://doi.org/10.1097/icb.0000000000001533 pmid: 38109667.

Event description:
Title: orbital compartment syndrome after primary scleral buckle surgery. This observational case report aims to to illustrate a patient with orbital compartment syndrome after scleral buckle placement that was successfully treated with canthotomy and cantholysis. The patient, a 26-year-old man with no significant medical history, presented to the clinic with a chronic rhegmatogenous retinal detachment after trauma to his left eye 10 months prior. The patient underwent primary scleral buckle repair while using 7-0 absorbable vicryl sutures for conjunctiva closure. Reported complications are 7-0 absorbable vicryl sutures 2-0 silks 5-0 nylons n=1 (26-year-old, male) progressive left eye pain and redness treatment: not reported periorbital edema and 360 bullous subconjunctival hemorrhage treatment: lateral canthotomy and inferior cantholysistimolol elevated iop (41 mmhg) treatment: topical dorzolamide/timolol, brimonidine, and latanoprost along with oral acetazolamide 500 mg chemosis treatment: lateral canthotomy and inferior cantholysis